Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to use and stuck on blue screen while try to update. A field service engineer (fse) arrived at the station and found it on a black screen. The station was shut down and restarted; however, the application became stuck at initializing peripherals, and a subsequent reboot showed the same issue. The device was then reimaged and configured, with rss, component manager 5.4, and eset installed, followed by a complete synchronization. Customer logged into the station and confirmed that medications and patient data were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a blue screen during an update, displaying the message: "something did not go as planned. Going back to your previous version. Please keep your device on". However, there were no delays or adverse events or injuries reported based on this event.